Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that less than two months post implant of the implantable pulse generator (ipg) system, the patient was admitted to hospital for a reported fever at home and edema/swelling at abdominal ipg pocket site. The patient was put on antibiotics, fluid from pocket site was aspirated and wound cultures showed a staphylococcal infection. It was elected to remove ipg system with replacement with a temporary pacing system while the patient receives antibiotic therapy. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was re-implanted with a new transvenous implantable pulse generator (ipg) system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.